Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of the rotalink burr device and a rotawire for the related complaint. Inspection of the device revealed that there was blood in the sheath. An attempt to remove the rotawire from the rotablator device was made; however, the rotawire was unable to be removed and the wire fractured at the distal end. The advancer used in the procedure was not returned for analysis. So functional testing was completed with using the returned advancer that was used in the procedure with the burr. Functional testing was then performed by connecting the rotalink burr catheter for this complaint to a test rotalink advancer. The advancer was connected to the rotablator control console system. The rotablator system was able to reach optimum speed with no issues and the burr catheter spun/moved with no issues. Also, there is blood present in the sheath, which indicates that the advancer used in the procedure had an interruption or insufficient flow of saline causing the advancer to malfunction. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-07403. Reportable based on device analysis competed on 20-jul-2018. It was reported that the burr would not operate. The 95% stenosed target lesion was located at mildly tortuous and severely calcified left anterior descending (lad) artery. A 1.50mm rotalink¿ burr was selected for use along with a rotawire. During the procedure, it was noted that the burr could not work. The procedure was completed with another of the same device. No complications were reported and the patient's post-procedure was stable. However, device analysis revealed that the rotawire was unable to be removed from the rotaburr.